Manufacturer narrative:
X-ray of the lead indicates the "j" stiffener wire has fractured approximately 13mm and approximately 21mm proximal to electrode tip. The proximal section of "j" stiffener wire measures approximately 97mm and has migrated down lead body approximately 65mm proximal of electrode tip. It appears that entire "j" stiffener wire was rec'd with all recorded measurements adding up to approximately 118mm. Visual inspection under 30x magnification indicates no "j" wire protrusions.

Event description:
Device analysis is provided.